Event description:
Medtronic is investigated a report of a device configured as a 2-button automatic external defibrillator that was shipped with the incorrect front panel label that was designed for a 3-button semi-automatic external defibrillator. This configuration would not likely cause or contribute to a pt death or serious injury. If a device configured as a 3-button semi-automatic external defibrillator were shipped with the incorrect front panel label that was designed for a 2-button automatic external defibrillator, it may cause or contribute ot an adverse event.